Event description:
It was reported that the patient was experiencing pain, swelling and warmth at the ipg pocket site. It was also noted that the patient developed an infection at the ipg pocket site due to a non-healing surgical wound from a non-device related surgery. The patient was placed on antibiotics.

Event description:
It was reported that the patient was experiencing pain, swelling and warmth at the ipg pocket site. It was also noted that the patient developed an infection at the ipg pocket site due to a non-healing surgical wound from a non-device related surgery. The patient was placed on antibiotics. Additional information was received that the patient underwent a revision procedure wherein the ipg was moved lower on the right side. The patient was doing well postoperatively.